Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's inability to charge was due to the patient's device being in overdischarge. The patient did not have time to do the 60 min physician recharge mode (prm) to try and get the device out of overdischarge. The patient was going to cant the rep again when he was ready to proceed and get the ins out of overdischarge. The issue has not been resolved at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to charge the ins and that they had not charged in 4 months. The rep was to meet with the patient as soon as they made an appointment at their managing physicians office. No patient complications were reported.